Event description:
During a routine in-clinic hemodialysis treatment, a patient blood loss of approx. 200cc occurred. This ovent was not associated with a device malfunction or serious injury and is being reported solely to comply with the pda's blood loss policy. Approx 2 hours into the treatment, a various pressure high alarm occurred. The alarm would not reset and it was noted by the clinical staff that there was a clot in the venous line and the patient's venous needle was clotted. Blood was not returned to the patient due to the clotted lines. Blood loss estimated at approx 200cc. Patient received a 1000 v heparin bolus pre-treatment with no additional heparin administered during treatment. No medical intervention was required as a result of this event.